Event description:
This is a non-us event. This product problem occurred in (B)(6). The consumer indicated on multiple occasions fibers are left behind after removal of the tampon.

Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.